Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC was placed on (B)(6) 2018. On (B)(6) was up the neck. Doctor ordered the PICC to be pulled back 3 cm. Once PICC was pulled back noticed leaking around 6 cm mark. PICC taken out.